Manufacturer narrative:
The investigation reviewed the sample's reaction curve and determined no sample was present during the reaction. The field service engineer replaced the sample probe and performed adjustments. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 results for one patient tested on a cobas c 501 module. The patient's initial albumin result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample due to the initial result being "abnormal." The patient's initial albumin result was 9.02 g/l, and the patient's repeat result was 23.38 g/l. The albumin reagent lot number was 560894 with an expiration date requested but not provided.